Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with two proglide devices using the pre-close technique via an 8.5f sheath prior to an atrial fibrillation ablation interventional procedure. Reportedly, cuff misses occurred, no suture was attached when the plunger of the two proglide devices was removed. The suture of a third proglide device was successfully pre-placed. The sheath was upsized to greater than 8.5f and the atrial fibrillation ablation procedure was completed. The pre-placed suture of the third proglide device was used for hemostasis, however, hemostasis didn't achieve enough after the procedure, so another proglide device was used after the procedure and hemostasis was achieved. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.